Manufacturer narrative:
E1 initial reporter facility - (B)(6) hospital. E1 initial reporter address - (B)(6). E1 initial reporter city - (B)(6). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one hour into treatment with polyflux dialyzer, the patient was reported to have ¿allergic symptoms.¿ it was further reported that the patient developed dyspnea, shortness of breath, eyelid edema and facial edema. Dialysis was discontinued and the patient was given unspecified ¿rescue treatment.¿ the patient was transferred to a ¿superior¿ hospital for treatment and subsequently passed away. The cause of death was unknown. It was not reported if an autopsy was performed. There is no additional information is available.